Event description:
It was reported that during the sigmoid colectomy procedure, they powered up but wouldn't fire when the trigger was pressed. So they had to pull a like device to complete the procedure. There was no patient harm.

Manufacturer narrative:
(B)(4). Batch # unk attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 07/14/2022. D4: batch # 182a49. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(6) device arrived with no apparent damage and no anvil returned. The breakaway washer was not present and the device was fully loaded with staples. When the battery was installed, the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the motor connector was observed disconnected from the pcba. An unplugged motor connector prevented the device from firing. After the motor connector was pushed until fully seated. The device was tested for functionality and the device was fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The damage observed is potentially related to a manufacturing process. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.